Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Evaluation confirmed and reproduced the reported symptom. The delay observed was approximately three seconds, and caused by a failed processor printed circuit board. The keypad was performance tested and all keys were found to function as designed, with no incorrect keypad output anomalies. The device was not operating within specification in relation to the reported symptom. The keypad was replaced and the device returned to the customer.

Event description:
It was reported that, regarding the keypad on a pump, when a key is pressed, there is a delay of up to 5 seconds before the pump acknowledges that a button has been pushed. It was also reported that the issue was discovered during routine cleaning and maintenance, and that there was no patient involvement.